Event description:
Customer reported she was hospitalized due to low blood of 67 mg/dl. Customer did not know exact date of hospitalization, stated it occurred two or three weeks prior to call. Customer's stated her blood glucose was 98 to 100 mg/dl. Ate a small meal and did not bolus. Customer then woke up drenched with sweat and her legs weak and shaky. Customer stated she was argumentative. Customer was stabilized at 150 mg/dl and was released from the hospital. Customer also reported having battery issues, batteries draining to quickly. No delivery alarm was not in the history file. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.